Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.

Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have a cracked battery compartment. Customer's blood glucose was 45 mg/dl, which was treated with food. Customer was advised that insulin pump would need to be replaced. No further information provided.